Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone and the keypad buttons are not responsive. Customer's blood glucose was 350 mg/dl at the time of incident. Troubleshooting found that the tone was not resolved after a battery change. Customer was advised to keep battery out for 2 hours and then reinsert a new battery and then call back if this does not resolve the problem.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome also, unable to verify low battery alarm due to keypad anomaly. The insulin pump was monitor and no unexpected audio or beep anomaly noted. The keypad connector was found closed properly during our visual inspection. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.